Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2006 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent has a constant circuit occlusion alarm. No patient involvement reported.